Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a call service (cs) 52/54 alarm was associated with a blank screen in the black box on the date of complaint (B)(6) 2016. During testing, there were no cs alarms duplicated during investigation. The pump was run on a 24 hour basal program using the returned battery cap; no alarms were duplicated and no loss of power. The pump was opened; internal moisture was found on the main printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.